Manufacturer narrative:
(B)(6). Date of report: 08/06/2019. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The fse was able to confirm the customer's complaint via the diagnostic log. The data acquisition pcba was returned for failure investigation (fi) and no failures were duplicated during fi testing; therefore, no root cause could be determined for this report. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer contacted technical support stating that unit had and error message of machine pressure sensor autozero failed. There was no patient involvement at the time the issue was discovered.